Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during index surgery upon final tightening of the locking screw, the head of the locking screw broke off. The screwdriver blade was new (first use) and a torque limiter was used. The screw was sterilized under 20 times.

Manufacturer narrative:
The reported incident that locking screw axsos 4.0mm / l48mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during index surgery upon final tightening of the locking screw, the head of the locking screw broke off. The screwdriver blade was new (first use) and a torque limiter was used. The screw was sterilized under 20 times.